Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented with elevation in ldh; pfh; and has obvious hemolysis in urine. The pt is currently being treated with medication, but developed a retroperitoneal bleed.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.